Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on charged coupled device (ccd) unit, the monitor shows a black screen with no image. It was likely due to electrical/electronic component problem and degradation problem resulted in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the airway mobilescope to the service center for a separate issue. During inspection it was found that the distal glue chipped and the monitor shows a black screen with no image. There was no patient involvement.